Event description:
A pump declared an alarm during operation. There was no adverse impact to the customer¿s blood glucose level. Although the customer attempted to load a new cartridge with the help of technical support, the alarm recurred, so technical support decided to replace the pump.